Event description:
Contact states that a portion of a tap fractured in hard pedicle bone. Surgeon was unable to remove the fragment. As an unintended portion of the device remained in the patient, an MDR was filed to document this event. Contact reported no adverse outcome as a result of this event.

Manufacturer narrative:
Evaluation of the returned device found no anomalies. Contact reported that the patient had extremely hard bone, which likely contributed to this event.